Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
"A valve was broken - how the phenomenon occurred: during the surgery (probably 2 or 3 hours after it had started), a black broken piece of the unit was observed and the retrieved with forceps, but as this event did not affect the progression of the surgery, the surgery went on without any trouble and was successfully completed. Our investigation results: < c0r47 x 1 unit >. We found that the duckbill was deformed and the septum was broken. A piece of the septum was returned. <c0r83 x 2 units >. We found that there was no abnormality in the appearance of the duckbill and the septum. <cfs02 x 1 units >. We found that the duckbill was deformed and there was no abnormality in the appearance of the septum." Pt status: the pt was not injured.